Event description:
It was reported that a patient with heart failure was admitted to the hospital's cardiology pediatric care unit pending a heart transplant for failed palliation of hypoplastic left heart syndrome. The patient's cardiac output was supported by a continuous infusion of milrinone. The milrinone infusion was programmed using weight based dosing at 0.75mcg/kg/min (concentration: 0.2 mg/ml) which reportedly corresponded to 4.6ml/hour. The patient chart indicates that at 7:47am, the pump was verified to be infusing as ordered. Patient was stable throughout morning, other than feeling more tired. Approximately 90 minutes after being checked, the pump was found to be infusing at 50ml per hour. The infusion was changed back to the ordered rate at 9:28am. Afterwards, the pump was exchanged, patient was examined where all measured vitals were within expected ranges. The clinician withheld the patient's routine blood pressure medication for the day to prevent hypotension. Vital signs was frequently monitored and was maintained on telemetry. The patient otherwise was feeling okay and had normal vital signs. It was noted in the customer's report that there was no patient injury.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), c20 - no findings available, d15 - cause not established, g04105 - pump. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient with heart failure was admitted to the hospital's cardiology pediatric care unit pending a heart transplant for failed palliation of hypoplastic left heart syndrome. The patient's cardiac output was supported by a continuous infusion of milrinone. The milrinone infusion was programmed using weight based dosing at 0.75mcg/kg/min (concentration: 0.2 mg/ml) which reportedly corresponded to 4.6ml/hour. The patient chart indicates that at 7:47am, the pump was verified to be infusing as ordered. Patient was stable throughout morning, other than feeling more tired. Approximately 90 minutes after being checked, the pump was found to be infusing at 50ml per hour. The infusion was changed back to the ordered rate at 9:28am. Afterwards, the pump was exchanged, patient was examined where all measured vitals were within expected ranges. The clinician withheld the patient's routine blood pressure medication for the day to prevent hypotension. Vital signs was frequently monitored and was maintained on telemetry. The patient otherwise was feeling okay and had normal vital signs. It was noted in the customer's report that there was no patient injury.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.